Manufacturer narrative:
(B)(4). The device was manufactured august 8, 2014 ¿ august 9, 2014. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor underinfused. The reporter stated that the device was not empty after seven days. The device had been filled with 50ml fluorouracil in 180ml sodium chloride solution. There was no report of patient injury or medical intervention associated with this event. No additional information is available.